Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, there was an error message noted when attempting to interrogate the device for the first time. The programmer was switched off, and back on, and the device was able to be successfully interrogated. The patient was stable with no consequences.